Event description:
It was reported that a revision surgery from the left hip was performed due to unexplained pain, difficulty walking, metallosis, significant bone loss, and elevated chromium and cobalt levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head and cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and the head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain, elevated cobalt and chromium as well as intraoperative findings of grey fluid within the joint and erosion to the posterior capsule may be consistent with findings of metal debris, changes in position of the acetabular component could also accelerate wear and lead to metal debris. Without the supporting pathology results, imaging, and/or explanted components, the root cause of the anteverted position of the acetabular component and metal debris cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.